Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, kidney disease/toxicity, and liver disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, kidney disease/toxicity, and liver disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. Box d: suspect medical device (device avail. For eval, date returned), box h: device manufacturers (if follow-up, what type, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.